Event description:
A nurse reported that a pt was admitted to a hospital on (B)(6) 2014, due to peritonitis. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique and broke the sterile field during treatment; the pt did not wash their hands and did not don a mask. On an unk date during the admission in (B)(6) 2014, the pt experienced a cardiac event and expired. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. There is no allegation against any fresenius product in relation to the reported event. Limited info was provided for this safety report.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigation are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.